Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is covered under CAPA: 1405844. The device was evaluated. The hot side connector between the power inlet module and the ac main voltage circuit card was found to be blackened. The ac main voltage circuit card was replaced. The device passed all applicable testing and is ready for use. "The overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology (refer to ac cca power inlet module powerpoint for fishbone diagram). It was concluded that the following was the root cause: supplier ¿ root cause. Inadequate verification and validation activities of the crimping process single pull test did not provide stability of process. Evidence was not provided when requested for maintenance of records or crimp tools. No crimp cross-sections provided." The labeling/IFU revision accompanying this serial number is not recorded in the DHR. The latest labeling revision will be reviewed for this investigation. The instructions-for-use were reviewed and found to be adequate. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device outer shell left center nut plate was spun out. The pressure sensor wiring was found pinched against the chiller frame. Patient temperature (pt1) and patient temperature (pt2) connections on the isolation circuit card were both damaged. The right side of I/o circuit card front metal housing is bent. The chiller molded tube was found not clamped at the evaporator inlet. The hot side connector between the power inlet module and the ac main voltage circuit card was found to be blackened.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device outer shell left center nut plate was spun out. The pressure sensor wiring was found pinched against the chiller frame. Patient temperature (pt1) and patient temperature (pt2) connections on the isolation circuit card were both damaged. The right side of I/o circuit card front metal housing is bent. The chiller molded tube was found not clamped at the evaporator inlet. The hot side connector between the power inlet module and the ac main voltage circuit card was found to be blackened.